Event description:
The event is associated with overdelivery during infusion of a pain medication. The medical facility that administered therapy with the device claims that the device delivered 90cc of medication during a 12 hour period. Specified delivery is 100cc in 24 hours. There is no allegation of pt injury for this event.